Event description:
It was reported that there was far field oversensing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-52, implantable pacing lead, (B)(6) 2009-; 4076-45, implantable pacing lead, (B)(6) 2009. (B)(4).